Event description:
The complainant reported a patient (race unknown) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella was inserted and it was reported that impella implantation was aborted. The peel away sheath came out when attempting to cannulate the coronaries. The physician noted the guide catheter was wrapped around and/or guide advancement issues during single access. The patient had peripheral arterial disease and large body habitus. The right femoral artery was closed after contralateral access was obtained.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.